Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to replicate the issue and identified that there was no signal in one or both eyes. Fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was replicated. In house testing was performed and the monitor was installed and tested in the printed circuit assembly (pca) system, the system started up and failed with black screen without video. There was no image or video clip submitted for review. An event verification confirmed the cholecystectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs was conducted and investigation revealed the following possible related system error: 119 ¿ console hrsv low current: the hrsv monitors in surgeon side cart 1 (ssc1) have a total current draw from the gpd that is lower than threshold. This complaint is considered a reportable event due to the following conclusion: it was reported that the left eye of the surgeon side cart (ssc) was black during procedure and the hrsv was replaced. The surgeon was able to continue with the procedure robotically without any patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer stated that the left eye of the surgeon side cart (ssc) was black. Customer replaced the scope prior to calling with no change. Technical support engineer (tse) reviewed live logs and confirmed error 119 in logs indicating low total current draw for monitors on ssc (a monitor is out). Tse recommended power cycling the system and hard power cycling the ssc, but the issue persisted. Customer proceeded with the procedure as is. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.